Event description:
[Redacted name] biomedical engineering was notified of a potential issue with the version 3 ge central stations where patient alarms were not audible during high and medium arrhythmia, parameter, and/or technical alarms. Upon inspection of the device, there was a noted popping noise coming from the internal speaker during patient alarms and alarm tests, confirming the device speakers were malfunctioning and alarms could not be heard. Device was swapped out with a spare monitor to reduce risk of any future adverse patient outcomes. Manufacturer response for central station, ge medical systems (per site reporter) ge sent a field engineer on-site to evaluate the device to confirm malfunction. Internal cpu was replaced and sent to ge engineering for review.